Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have several issues with insulin pump. Customer's blood glucose was 186. Customer reported to have received a failed battery test alarm, a battery out limit alarm, and blank screen display. Customer reported that there was a dark circle on the battery cap. Customer was advised that insulin pump would need to be replaced.